Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was getting pressure alarms on the start-up screen and question marks (?) On the perfusion screen for the pressure module. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr shut down the machine and checked the perfusion screen. He found the question marks (?) On the pressure icons, but did not get the alarms on the start up screen. The fsr reconfigured the pressure module and problem went away. With the pressure module reconfigured, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.